Event description:
Radiofrequency microneedling (morpheus8) treatment to the face resulted in facial fat loss, scarring, hyperpigmentation, and tissue damage requiring multiple corrective procedures including facial fat transfers. The provider later stated the device may have been faulty and that the machine had been returned to the manufacturer and replaced.